Event description:
Prior to an endoscopic procedure, the physician tested a cook hemospray endoscopic hemostat. There was a tumour (cyst) bleed that was uncontrolled by pose of a clip and an adrenaline injection. There was percussion [activation] of the gas cartridge but the powder did not spray and stayed in the gun's container. The patient was transferred for hemostasis surgery and the patient is well to date. The patient required hemostasis surgery to control the bleed.

Manufacturer narrative:
Information regarding section d2- suspect medical device common device name: not available regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section e3: non-healthcare professional. Information regarding section g5: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned) therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The device had brown discoloration and powder around and inside the nozzle. The catheter did not appear to contain any powder. The device was not tested as returned since the device was already deactivated. The co2 cartridge was removed for inspection and was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of a previous design. When retested with a new co2 cartridge, the device did not spray aside from a few very small hard clumps of powder. For further evaluation, the device was disassembled and the tubes were disconnected for removal of the powder. Hard clumps of powder were observed in the tube between the powder chamber and on/off valve, and dark hard clumps of powder were found in the nozzle of the on/off valve. The powder chamber cannula and back tube contained loose powder. A visual of the hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. However, we could not conduct a complete investigation because only one of the catheters was returned for evaluation. This limits our ability to conclusively determine a cause. A CAPA was implemented to reduce occurrences of the pin not penetrating the co2 cartridge, a specific failure mode identified under unable to spray powder, which altered the design of the device. Distribution of hemospray devices with the previous design stopped with the implementation of the CAPA on 04/19/2017. Since the complaint device was manufactured prior to 04/19/2017, no further action is recommended. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Information regarding suspect medical device; common device name: not available; regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. CAPA (B)(4) was implemented to reduce occurrences of the pin not penetrating the co2 cartridge, a specific failure mode identified under unable to spray powder, which altered the design of the device. Distribution of hemospray devices with the previous design stopped with the implementation of CAPA (B)(4) on 04/19/2017. Since the lot information in the report indicates that the complaint device was manufactured prior to 04/19/2017, no further action is recommended. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic procedure, the physician tested a cook hemospray endoscopic hemostat. There was a tumour (cyst) bleed that was uncontrolled by pose of a clip and an adrenaline injection. There was percussion [activation] of the gas cartridge but the powder did not spray and stayed in the gun's container. The patient was transferred for hemostasis surgery and the patient is well to date. The patient required hemostasis surgery to control the bleed.